Event description:
Jet ventilator was checked and set-up appropriately, and about 2 hours later the jet vent values were reading high, which prompted the rt (respiratory therapist) to remove the patient off of the jet vent while another was manually ventilating with the ambu bag. The rt performed another calibration check which failed. The machine was pulled, and the patient was placed on the oscillator. The machine was tested again in the rt workroom, and it failed. When the patient box was exchanged, it passed the calibration test. The jet vent and patient box were brought to the 8th floor and sequestered for further evaluation.